Manufacturer narrative:
The insulin pump was received with cracked&bleeding lcd glass, minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker. No broken off or missing pieces noted on the pump case.

Event description:
Customer reported via phone call that the insulin pump was damaged. Blood glucose was unknown. Customer reported that insulin pump fell out of pocket and broke into pieces. Customer reported that the display and the reservoir compartment were in pieces. The insulin pump was returned for analysis.